Event description:
On (B)(6) 2013, a gore viabahn endoprosthesis was used for the treatment of a common hepatic artery lesion, it was reported to gore that after navigating around some tight curves in the artery, the distal portion of the viabahn device had started to deploy. A few days later, a second viabhan device was deployed successfully in this pt.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs. The engineering analysis stated it could not be determined if there were anomalies attributable to the manufacture of the device.